Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent capture failure. The lv lead output settings was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event. This patient is a participant of the attain (B)(4) clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the left ventricular (lv) lead exhibited elevated pacing thresholds. The lv lead remains in use.

Manufacturer narrative:
Concomitant medical products: 4471 competitor lead, implanted: (B)(6) 2013.